Manufacturer narrative:
A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specific in the hhe: thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on (B)(6) 2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.